Event description:
Pt was implanted with the implantable cardiac monitor in (B)(6) 2011. Post-operatively, he kept having infections and stabbing pain on his heart especially when he laid down. This is so because of the design. It is long in size and when he lies on it, it moves around and pricks him in the heart. Pt says this is particularly true with people who are overweight (pt weighs (B)(6). He says his doctor is unwilling to cooperate with him to look for ways of explanting the device. Moreover he believes the device should be calibrated to fit the heart rate of each individual pt. As of now he says he's not receiving the therapeutic effects of the device because his heart rate is not fast enough to be picked up by its sensor as the calibrated level would allow.